Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n [(B)(6) ], revealed. Product analysis found:cable insulation is peeling away, and wires are exposed and cracks/cuts in cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that the wire casing on the recharger has been chewed or taken off somehow/recharger wire is damaged. Pt got shocked the last time that they charge the implant/the wire shocked them when they tried to charge. Pt started to notice the wire issue couple of weeks ago. A replacement recharger (rtm) was sent out. Agent sent email to update patient address.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.